Event description:
It was reported that the caller experienced a cgm error 42 multiple times on their pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the customer's pump and sent a replacement with updated software. The customer was instructed to put the current pump into storage mode and return it using a provided return box and pre-paid label. They were advised to program their settings and connect the cgm to the new pump, with all instructions acknowledged and understood by the customer.